Event description:
It was reported that this right ventricular (rv) lead was discovered to be fractured. The patient had presented to the hospital due to hearing tones from the implantable cardioverter defibrillator (ICD). Review of the device data indicated there was high out-of-range shock impedance, with a significant reduction in the r-wave amplitude. The rv pace impedance had also risen but was still within normal expected limits. There was one recorded episode of non-sustained ventricular tachycardia due to sensing of rv noise. The patient was hospitalized and the plan for lead replacement was pending.

Event description:
It was reported that this right ventricular (rv) lead was discovered to be fractured. The patient had presented to the hospital due to hearing tones from the implantable cardioverter defibrillator (ICD). Review of the device data indicated there was high out-of-range shock impedance, with a significant reduction in the r-wave amplitude. The rv pace impedance had also risen but was still within normal expected limits. There was one recorded episode of non-sustained ventricular tachycardia due to sensing of rv noise. The patient was hospitalized and the plan for lead replacement was pending. Additional information received indicated that the lead was abandoned in-situ, and a new lead was implanted. No additional adverse patient effects were reported.